Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed critical pump error during a bolus attempt. The patient's blood glucose at the time of incident was 9.5 mmol/l. Troubleshooting was initiated and it was confirmed that the insulin pump no longer responded to button presses. The battery was removed but the device kept alarming. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms were noted. The insulin pump powered up properly after battery installation. The insulin pump had cracked case on the back at the battery tube area, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump was missing the serial number label.